Event description:
A (B)(6) female admitted for a laparoscopic procedure that during surgery a piece of the blade from (B)(4) broke off while doing a laparoscopic procedure. The tip of the blade was located using a c-arm x-ray and there was no injury to the pt.